Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed and showed the lens was received out of the cartridge. Lubricant material residue and loose particles were observed in the cartridge and on the lens surface. Stress marks were observed in the cartridge tube that could be related to the pass of the lens through the cartridge. Both haptics were observed in good conditions. Due to the condition of the sample returned the reported issue could not be verified. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. Device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 23.5 diopter intraocular lens (iol), in use with an emeraldc30 cartridge, was partially inserted into the patient's operative eye because it became stuck in the cartridge 2/3 of the way out. There was patient contact, but with no patient injury, no incision enlargement, no vitrectomy, and no sutures used. Reportedly, ''the lens would not stay straight in the cartridge when trying to fold,'' but was eventually folded accordingly and appeared fine and not trapped on inspection before insertion. Also, it was reported that ''it seemed like the haptic was slightly longer than normal.'' A back up lens of the same model and diopter was used after the initial insertion system was removed during the same procedure. The patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Corrected data: in further review it was observed that the information provided in the initial report in the following fields were incorrect. The correct information for the reported device is as follows: brand name: emerald, common device name: surgical adjuncts, procode: kyb, lot number: unknown, information not provided. UDI number: (B)(4). Concomitant medical products: za9003 23.5 diopter, serial number (B)(4). PMA/510(k): k961242. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the initial emdr and follow up 1, the product was inadvertently identified as the intraocular lens. The correct complaint product is an emeraldc30 cartridge. This report provides the investigation on the correct complaint product. Device available for evaluation, returned to manufacturer on: 03/08/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed and showed the lens was received out of the cartridge. Lubricant material residue and loose particles were observed in the cartridge and on the lens surface. Stress marks were observed in the cartridge tube that could be related to the pass of the lens through the cartridge. Both haptics were observed in good conditions. Due to the condition of the sample returned the reported issue could not be verified, therefore no product quality deficiency was identified. Manufacturing records review: the manufacturing record evaluation could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.